Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of numbness, "looks funny," "very swollen and very numb," and "wheezing" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Adverse events: per table 1 and table 3: injection site responses by severity after initial treatment occurring in > 5% of treated subjects (n = 154) for possible injection site responses post injection with juvéderm volbella xc include swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching and dryness. Injection site responses by severity and duration after repeat treatment with juvéderm volbella xc occurring in > 5% of treated subjects (n=123) include swelling, tenderness, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Post-market surveillance: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact. In addition, two reports of blurry vision after injection into the periorbital area were received from postmarket surveillance for juvéderm volbella xc used outside of the united states. Reported treatment included anti-inflammatories. The outcomes for these two reports were either ongoing or unknown at time of last contact (see warnings section)."

Event description:
Healthcare professional reported that 3 days after injection in the upper lip with one syringe of juvéderm volbella xc the patient ¿woke up with a lot of numbness in the upper lip.¿ the next day the patient reported to the office that the correction ¿looks funny.¿ 5 days after injection ¿the upper lip became very swollen and very numb." When the patient "presses the lips, clear liquid came out but there are no openings [on the lips]." The patient is also complaining of "a lot of wheezing" but the patient does have a history of asthma. Patient has been using advair and albuterol for treatment of the "wheezing." No treatment has been provided by the doctor.

Event description:
Healthcare professional determined the event of "wheezing" is not related to the product and does not consider the symptoms of numbness, edema, and drainage serious events.